Manufacturer narrative:
Approximate age of device: 2 days. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the report of the patient¿s elevated ldh could not conclusively be established through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2010 at 6:29:56 through (B)(6) 2010 at 7:28:35. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The submitted log files captured the pump functioning as intended with no atypical alarms. No unusual events were noted in the data. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 lvas instruction for use lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values.no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient's ldh level had been steadily increasing and no vad alarms. The cause of elevated ldh is unknown and could never determined. The account detailed they would continue to monitor ldh levels. The patient ldh was treated with heparin IV drip. There were no reported symptoms. The patient ldh level was measured to be 1456 on (B)(6) 2018. The patient's ldh levels decreased to normal values. On (B)(6) 2018, the patient's ldh was measured to be 312. The patient was discharged and reported to be stable. No further information was reported.